Event description:
It was reported that the patient started to experience withdrawal and the pump was alarming. The patient presented to the healthcare provider (hcp) on (B)(6) 2012 in withdrawal with symptoms of sweats, chills, and being "hot." There was an alarm heard and confirmed by telemetry. Telemetry confirmed a critical alarm "safe state occurred", "reset occurred", and "low battery." The reporter stated that in the event logs beginning on (B)(6) 2012 at 0944, 0949 and at approximately every 10 minutes after that it showed "safe state, reset occurred, low battery." The hcp was going to contemplate supplementing the patient's pump medication and the possibility of pump replacement. The pump was used to deliver morphine (compounded). Patient and event outcome were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).